Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Date implanted - (B) (6) 2010, exact date unknown(B) (4).

Event description:
It was reported that patient underwent hip arthroplasty in (B) (6) 2010. Subsequently, a revision procedure was performed on (B) (6) 2010 to correct a leg length issue. The modular head was removed and replaced. No further information has been received to date.